Manufacturer narrative:
(B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that before use, the device was not functioning. The light would not turn on or the light would flicker when the blade was engaged.

Manufacturer narrative:
(B)(4). The results of the investigation found that it is possible for the light to flicker under specific usage conditions when the clinician applies force to cap of the laryngoscope handle. Based on these findings, teleflex has opened up a corrective and preventive action (CAPA) to investigate further.

Event description:
The customer alleges that before use, the device was not functioning. The light would not turn on or the light would flicker when the blade was engaged.